Event description:
The product was used during a sacrospinous fixation procedure. Reportedly, the needle broke. The surgeon was able to remove half of the needle and half remains in the pt. The hosp has reported no pt injury occurred.